Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported failed downstream occlusion detection test was not reproduced. A review of the event history log did not show evidence of the reported issue. Evaluation sent the device for downstream occlusion testing which came back with passing results. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The cause of the condition was undetermined. No device correction was required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump failed the downstream occlusion detection test which was described as ¿failed psi" (pounds per square inch) in the biomedical service department. There was no patient involvement. No additional information is available.